Manufacturer narrative:
Investigation: a internal report indicates no further related issues have been reported. One year service history was reviewed and there was a similar report of the IV pole dropping down suddenly with an incident date of (B)(6) 2017 (reported on MDR 1722028-2017-00200).correction: trima field action (B)(4) has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Root cause: the root cause of this failure was the IV pole fell down during a procedure.

Event description:
The customer declined to provide patient (donor) and operator information since no adverse events occurred.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that while moving the trima equipment, the IV pole fell down unexpectedly. The customer stated that no injury occurred with this event and no medicalintervention was required.information of patient (donor) or operator of the device is not known at this time.